Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified error message occurred. The patient's daughter reported that the patient experienced an unremembered error message on the mobile device. The initial reason for the call was for assistance in pairing a new device after hospital discharge. At the time of the call, the patient had not been using a continuous glucose monitor (cgm) since an episode that required hospitalization. Beginning saturday (B)(6)2024, the patient experienced disorientation from hyperglycemia. According to the documentation, the daughter reported that when the tandem tslim in hybrid closed loop reaches a certain number, "the screen shuts down." The pump screen reportedly "locked up and they were unable to check the data." In addition to the pump screen, the patient also reportedly uses the g6 app on the phone as a cgm display device. The behavior of the mobile device throughout the event was not described. There was no information about cgm readings, alerts, and alarms from the mobile device throughout the event while the pump screen was reportedly "shut down." It was not specified nor clarified whether the blood glucose (bg) was being monitored by fingerstick during the episode. Two days after the onset of symptoms, on (B)(6) 2024 the daughter called 911. In the emergency room (ER), the bg was 700 mg/dl and the patient was admitted to intensive care unit (ICU). The patient was lethargic and vomiting with diarrhea and was in diabetic ketoacidosis (dka). She reportedly experienced cardiac arrest and was resuscitated after 15 minutes. The patient was treated with IV fluids, insulin, and bicarbonate and discharged after 8 days. The patient was stable during the report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.